Manufacturer narrative:
Investigation: visual inspection a deformation of the outer housing of the prosa valve was observed through the visual inspection. The prosa valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.094 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has shown that the prosa valve is permeable. Adjustment test the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The prosa valve is not operating within acceptable tolerances. Results first, we performed a visual inspection of the prosa valve. A deformation of the outer housing of the prosa valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plan parallelity. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure and the braking force of the prosa valve was out of tolerance, but all other specifications were met. The opening pressure of the prosa was significantly lower than expected, indicating a tendency towards over-drainage. The measurement has shown that the prosa works without the accepted tolerance in the reference flow range of 5 ml/h in vertical position. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the prosa valve operated in over-drainage. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results received will be provided in a supplemental report.

Event description:
A post operative issue was identified with the shunt system. As a result, it was explanted. The product was implanted into a (B)(6) year old patient on (B)(6) 2017. Due to reported underdrainage of the system, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications or adverse sequelae reported.